Event description:
On 08/2001 gliatech rec'd a letter from a consultant clinical specialist for sales and marketing. The letter described a visit that she made to a surgeon who reported that he had observed adverse events in five pts in whom adcon-l had been administered. Each pt developed a post-operative deep wound infection. The clinical contact for the dr later indicated that it was "between five and eight" pts that had developed deep wound infection. She then stated that they had not observed other infections during the same time period and that she felt "pretty sure" they had "narrowed it down to one product [adcon-l]". A subsequent conversation with the clinical contact revealed that the events had occurred atleast 3 months prior to the recall of adcon-l (january 2001). Patient 8 - deep wound infection.